Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of the force bipolar instrument broke. The procedure was completed with no reported injury. Isi followed up with the customer to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.638" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The complaint regarding the broken jaw of the instrument was confirmed by failure analysis.